Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user experienced rising blood glucose (bg) levels after a supply change, with a finger stick bg of 450 mg/dl and an ilet high alert. A leaking infusion set was identified, and a new supply change was completed which resumed insulin delivery. The user's highest blood glucose (bg) recorded was 450 mg/dl. Bg was corrected by supply change. No symptoms, medical intervention and outside assistance were reported during the event and at the time of call.